Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion. We did receive performance data collected from the device and have analyzed the data. There was a power on reset. The voltage measurement issue was caused by the reset.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device had an electrical reset, possibly due to an MRI scan. It was later reported that the battery voltage measurement was shown as "not available" the device was explanted and replaced. There have been no patient complications reported as a result of this event.